Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was an out of specification downstream sensor. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test' which was reproduced during service by troubleshooting the device. The downstream sensor requires calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.